Manufacturer narrative:
Additional information: the catheter was returned to the manufacturer for analysis. Analysis found that as reported, the tip of the returned catheter had been burnt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the case was a neuro soft tissue procedure.

Manufacturer narrative:
Device lot number is unavailable. UDI not available for this device. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a clinical case. It was reported that intra-operatively, it was known that the catheter had melted during the procedure. The catheter was being pulled out when they noticed that the tip had melted. There was no reported impact to patient outcome and there was no reported delay.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.